Event description:
The facility representative reported a colleague infusion pump with a 570:320 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4).upon further review, the quality engineer has assigned the cause of the depleted main batteries to use error.

Manufacturer narrative:
(B)(4). The reported condition of failure code 570:320 was confirmed and reproduced during product evaluation. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA: mdq-CAPA-(B)(4).